Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm; pn 380647-22) and proximal set up joint (psuj; pn 380661-21) on 03/26/2020 but error remained unresolved. On 03/28/2020, an op flex repair (pn 372830-50) was completed but error 319 persisted. Finally replacement of backplane fiber optic cable (pn 372214-05) resolved the error 319. The system was tested and verified as ready for use. Material number - 380647-22 - intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm and replicate the customer reported complaint. The usm was tested on an in-house system and passed the normal mode. In addition, the unit was power cycled 40 times and did not trigger the reported errors. Per engineering, this unit was wrong sent back. Therefore, no additional repair needed for this usm. Also, the unit was tested on patient side cart fixture test platform (pftp) and passed direction test, lissajous , sine cycle, sensor check, brake tests and carriage friction and switches. Material number - 380661-21- intuitive surgical, inc. (Isi) received the psuj involved with this complaint and completed the device evaluation. Failure analysis investigation did not perform analysis as the reported issue was not fixed after this unit replaced. The problem was resolved when a fiber optic cable in the is400 backplane was replaced which is outside of this returned unit. No repair needed for this returned unit. Material number - 372830-50 - intuitive surgical, inc. (Isi) received the backplane fiber optic cable involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint. The unit was tested on an in-house system where it did not trigger any of the errors in the reported problem. The flex was moved through its range of motion and did not trigger any errors. The light test was then performed on the fiber cable where it passed and no visible damage could be found. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. [Part number 372214-05).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system generated errors 32095, 307 and 319 pointing to the universal surgical manipulator (usm4). The customer restarted the system; but the issue persists. The surgeon elected to proceed with the procedure without the usm4. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the surgery was completed with 3 usms. There was no patient harm.